Manufacturer narrative:
Device passed the displacement, prime/compromised force sensor system and excessive no delivery alarm tests. No excessive no delivery alarm, signal too low alarm or unexpected restart alarm noted during testing. No damage found on interface board and motor. Device received with scratched on display window and broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump was erasing all the information when it had a low battery. Customer's blood glucose was 400 mg/dl. During troubleshooting, found unexpected restart alarm and signal too low alarm in history. Customer reported the device alarmed a low reservoir alarm and multiple no delivery alarms. Customer's blood glucose was 40 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.